Event description:
It was reported by service report that the nurse call cable had been run over by the bed and the end that plugs into the wall was damaged. No pt involvement or adverse consequences are reported.